Event description:
It was reported that the implant on tooth site #36 was removed due to a fracture near the neck of the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Post office / zip code: (B)(6). PMA/510(k) number: k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D9: date returned to manufacturer was updated. D10: concomitant device: dental screw, mhlas, scr replace friction-fit gold & ti abut int hex, lot# 62839943 was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use. There was external damage from the removal process and bone debris on the threads. A fracture was identified at the implants collar. A fractured screw was also identified within the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, a device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 63794508. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number 63794508 for similar events and no other complaint was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture of the implant). The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of 2 years, 10 months. Or excessive loading on abutment/implant assembly, abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly, screw not tightened to recommended torque) user error, inadequate instructions for use, and improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.